Manufacturer narrative:
(B)(4). Ami has repaired the appliance and replaced the lower tray.

Event description:
Dentist contacted ami and stated that the socket broke out of the lower tray. There was no harm to the pt.